Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet, received a bg run expiring soon while awaiting new cgm data, and required manual bg entry to continue dosing, consistent with an intermittent communication failure involving the electrical and magnetic subsystem, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem between the cgm and the ilet, aligned with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.